Event description:
It was reported that the customer had a broken belt clip that needed to be replaced. Customer's blood glucose level was 30 mg/dl. Customer was able to eat to bring the blood glucose level up. A replacement belt clip will be sent as a courtesy. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge